Event description:
This year old patient had placed bilateral silicone breast implants in august, 1978. The patient has had a history of depression the summer following the implants. In addition, she also has fatigue, numbess and tingling in the right foot. She has more symtpoms on the right side. The patient had a bilareal periprosthetic capulectomy with removal of the implants. Both implants had ruptured.invalid data - regarding single use labeling of device. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended.device was evaluated after the event. Method of evaluation: visual examination, other. Results of evaluation: unanticipated, invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: other. The device was destroyed/disposed of.